Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer awoke with a low blood glucose (bg) level in the 30's (mg/dl). Reportedly, the customer's basal settings for nighttime was set too high. To treat the low bg level, the consumed food. Recommendation was made to consult with health care provider regarding diabetes management.